Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 4.5 mmol/l. The customer states they have been experiencing air bubble for the last 2-3 years. Troubleshooting was not able to resolve the issue. However they were advised to make sure the vial is in the bottom when removing the reservoir. The device will not be returned for analysis.